Event description:
An implant card was received reporting the patient had their generator replaced. The explanted device has not been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect, clinical code: code e2402 utilized; appropriate term ¿protrusion¿ is not available. Proposed second level coding - protrusion to capture incidents of a device being visible under the skin. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to be related to the implant procedure.

Event description:
It was reported that the patient has had poorly placed sutures after their vns surgery. The patient would be needing surgery to have the sutures repaired. The patient would also likely have their generator replaced during the surgery. The patient reported that their sutures have not opened up, but that they are still bothersome. Per the report, adjustments to the device parameters were made to optimize efficacy and tolerability. As the event has been determined to be related to the implant procedure, evaluation of the device is not necessary. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.